Manufacturer narrative:
(B)(4).

Event description:
A malfunctioning pump was reported. The patient experienced increased spasticity and an episode of typical seizure activity. On (B)(6) 2015, the patient was admitted to the emergency department (ed) for inpatient observation and was prescribed oral baclofen. The patient was managed in the hospital. An x-ray was performed on (B)(6) 2015 which showed that the pump and catheter were intact. There was no air in the pump and the correct amount of medication was withdrawn from the pump and the pump was refilled. Lab work showed no infection. Fluoroscopy performed on (B)(6) 2015 showed no abnormalities. All pump tests and x-rays were normal and no action was taken for the pump or catheter. The event was possibly related to the device, therapy, or implant procedure. Event outcome was resolved without sequelae as of (B)(6) 2015. The device system delivered lioresal.

Event description:
Additional information received reported that the device event was updated/changed to not applicable. The reported adverse event etiology was also updated/changed to worsening or exacerbation of the patient's pre-existing condition.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2008, product type accessory. (B)(4).